Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported to technical services that upon interrogation of the device, t-wave oversensing was observed. The caller was assisted with adjusting programmed sensitivity and oversensing was eliminated. The device remains in use. There have been no patient complications reported as a result of this event.